Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was discovered on multiple contacts on patient's lead during an elective ipg replacement on (B)(6) 2020. (Reference reg report: per-2020-0172986) troubleshooting was not able to resolve the issue. Thereafter, the patient underwent surgical intervention on (B)(6) 2020 wherein the lead was explanted and replaced to address the issue.